Manufacturer narrative:
Inspected one opened and used reservoir. Performed leak test and reservoir passed per specifications. No leakage or occluded anomaly noted during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoir connected and locked into place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump kept alarming no delivery during bolus, basal rates, and fixed prime. The blood glucose reading was 285mg/dl. The father stated that they did not find a leak, but he can smell some insulin inside the reservoir chamber. The caller did not see any insulin in the reservoir compartment, but does see insulin in the bottom of the reservoir underneath the o-rings. No further information was provided.